Event description:
It was reported that the customer received a button error alarm. His blood glucose level was 110 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.